Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etcf3232c49e, serial/lot #: (B)(6), ubd: 12-feb-2027, UDI#: (B)(4) ; product ID: etlw1613c124e, serial/lot #: (B)(6), ubd: 22-mar-2025, UDI#:(B)(4) ; product ID: etlw1613c124e, serial/lot #: (B)(6), ubd: 28-may-2021, UDI#: (B)(4) ; product ID: etlw1613c124e, serial/lot #: (B)(6), ubd: 25-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. An endurant ii limb etlw1613c124e was implanted approximately 4 years later. It was reported approximately 7 years post the index procedure the patient's wife phoned patient services to report her husband's death. She stated that the graft had ruptured and the patient was taken by ambulance to the hospital with abdominal and back pain. A CT and xray was performed and a rupture was found in the existing stent graft aneurysm. The caller reported that the patient was rushed to surgery to place another stent graft inside the existing stent graft but the patient had complications with bleeding and fluid resulting from the surgery where the seal of the device was broken and the patient passed away. There is no further information at this time.

Manufacturer narrative:
Additional information received: it was reported that the patient presented to the emergency department with back pain, and cta demo nstrated an unknown endoleak. There was progression of disease involving the aaa sac, with a contained rupture. During intraoperative angiography, no clear endoleak was identified. Because the aortic neck was noted to be very short, the treating physician elected to place a proximal aortic cuff as close to the renal arteries as possible and the procedure was completed without incident. The patient left the operating room in stable condition. Following treatment, the patient developed acute kidney injury post-repair and was managed in the ICU, with efforts focused on fluid removal. Anticoagulation was resumed, and hemoglobin remained stable. Eight days post-intervention, the patient experienced an acute drop in blood pressure and coded twice. The family changed the patient¿s status to dnr, and the patient subsequently passed away. No postoperative cta was performed. The treating physician stated the exact cause was unknown but was suspicious for aaa related cause. It was also considered that the event could have been related to respiratory failure. Hemoglobin had remained stable, and creatinine was approximately 3.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.